Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was missing the adapter. This was discovered during use. The following information was provided by the initial reporter: material no.: 381434 batch no.: 9360426. It was reported that the catheter was missing the plastic hub/adapter that goes over the needle. (The sample is available and they request a canister). Per phone call: the customer had an issue with the insyte autogaurd catheter during using on a patient. No injuries or ae events occurred . It was just noticed that the plastic adapter was missing.

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one used retracted unit with its original packaging. Upon visual inspection of the unit there were signs of dried media that could be observed in the flash chamber indicating that the device has been used. It was also noted that no catheter or adaptor were present for investigation. It is highly unlikely that a user would overlook a missing catheter adapter assembly during the initial inspection of the device. Additionally, this would not be following the IFU. A missing part would also indicate to the clinician to not use the device on the patient as a connection for medicine, fluid or drawing blood cannot be performed without the catheter adapter assembly. The defect reported code was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was missing the adapter. This was discovered during use. The following information was provided by the initial reporter: material no.: 381434, batch no.: 9360426. It was reported that the catheter was missing the plastic hub/adapter that goes over the needle. (The sample is available and they request a canister). Per phone call: the customer had an issue with the insyte autogaurd catheter during using on a patient. No injuries or ae events occurred . It was just noticed that the plastic adapter was missing.